Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper syndrome are known complications of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient's stoma was reddened, foul-smelling, exuding, and inflamed with a antibiogram positive swab. The patient was prescribed oral 1.5mg penicillin for 14 days. The patient also had a buried bumper with no reported intervention. Device was not returned.